Event description:
Cartridge was reported as not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Caller was able to successfully load a new cartridge onto the pump and resume insulin delivery.